Event description:
The event occurred in the us. It was reported that clotting was noticed in the hls module. The hls set was exchanged with a new one without consequences for the patient. More information requested but still pending. No harm to any person has been reported. Due to the exchanged of the hls set during use a report is required. Complaint ID: b)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since the lot number of the affected set was not provided. Therefore it is not possible to identify the set lot number of the device in question and therefore its UDI number.